Event description:
It was reported that patient had untreated episode due to oversensing of noisy signals. Discussed reprogramming to primary with twice the gain. Recently, this device was subsequently explanted. No additional adverse events.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported oversensing, noise and low amplitude.

Event description:
It was reported that patient had untreated episode due to oversensing of noisy signals. Discussed reprogramming to primary with twice the gain. Recently, this device was subsequently explanted. No additional adverse events.